Event description:
It was reported that an hdh05 was used during a lap cholecystectomy. It was reported by the rep that the hook give a solid tone during the procedure. The hook was re-tightened and changed to complete the case. There was no consequence to the pt.